Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Hub freezes on "processing" screen; surgeon had to go without visual and had to look manually through the scope. Therefore, there was loss of image.

Event description:
Hub freezes on "processing" screen; surgeon had to go without visual and had to look manually through the scope. Therefore, there was loss of image.

Manufacturer narrative:
The sales representative confirmed that the device will not be returning for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hub freezes. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply, sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software [cor, ip], clarity package, clarity algorithm, use error, cybersecurity - see rsk (B)(4) - assets - video input/output, video routing, teleconferencing/calls/video streaming esp software, the reported failure mode will be monitored for future reoccurrence.